Event description:
End user called to complain that the calibration code for the device was reading out of range. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.